Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 45mg/dl at the time of the incident. The patient¿s current blood glucose was 136mg/dl. The customer reported that they went to doctor and getting lows and they cannot see why so doctor wants to run test to see what's going on. The patient had treated with food. The drive support cap appeared normal (slightly indented). The customer was advised to monitor the pump and blood glucose and contact us as soon as they happen to see if it is something with the pump or anything else. The insulin pump will not be returned for analysis.